Event description:
It was reported that two planned graftmaster stent delivery systems (sds) were advanced to treat an aneurysm in a right coronary saphenous vein bypass graft, and after implantation at 18 atmospheres, an ultrasound was done with findings that the graftmaster sds covered the mouth of the aneurysm but there was continued leaking found. With an injection of contrast, there was a suggestion that the aneurysm would coagulate; therefore, the procedure was complete. There was no further intervention done at this time and there was good flow through the right coronary artery graft seen. On (B)(6) 2012, another graftmaster sds was implanted on the right coronary saphenous vein bypass graft aneurysm and there is still a minute amount of leakage found. The physician was happy with the results and the patient was discharged home. There was no additional clinically significant information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ez filter wire, guide cath: 7 french rcb guide catheter, other: 7 french introducer. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The two jostent graftmasters, referenced are being filed under separate manufacturing report numbers.